Event description:
A surgeon reported that a patient who received 1 unit of op-1 implant in conjunction with 1 unit of tcp putty (calstrux) in 2006 for a t1-5 spinal fracture fusion experienced inflammation and swelling local to the surgical site. Radiography revealed granular material had migrated from the point of implantation throughout the wound. The patient required reoperation to remove the implanted material. No other information was provided. Additional information is pending.